Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had gone into backup mode due to a telemetry issue. Upon interrogation, an error message with invalid parameters was observed. Programming changes were made. The device remains implanted. The patient will be followed-up normally.